Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were in pain as of (B)(6) because they needed to charge the implantable neurostimulator (ins) and were unable to do so because the connector pin came loose and broke. No out of box failure was reported.

Event description:
Additional information was received from the consumer. It was reported that the patient received the new replacement recharger. Since they received the new recharger, the device and pain issues had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.